Event description:
A customer reported a tandem mobi cartridge alarm. There was no adverse impact on the customer's blood glucose level. The tandem technical support confirmed the cartridge alarm issue and decided to replace the pump. The customer will continue using the current pump as a backup until the replacement arrives. Technical support provided instructions for storage mode and arranged for the old pump to be returned. Additionally, the customer requested replacement cartridges and infusion sets due to multiple alarms, and these were sent along with the replacement pump.